Manufacturer narrative:
D10, h3, h6, h10 h3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected. The tubing was identified to be cut down to the pump strain relief krt (cylinder) junction; no leaks were found. The pump was not functionally tested due to contamination. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the product did not work. The pump stayed flat when pressing the bulb. Pressing the pump will not restore it to its original state.(poor pump), the inflatable penile prosthesis pump was removed and replaced with a new pump. The patient was stable following the procedure and the event resolved.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the product did not work. The pump stayed flat when pressing the bulb. Pressing the pump will not restore it to its original state. (Poor pump), the inflatable penile prosthesis pump was removed and replaced with a new pump. The patient was stable following the procedure and the event resolved.